Manufacturer narrative:
Internal complaint number: (B)(4). The complaint was initially determined to be non-reportable. However, additional information regarding surgical intervention was provided on (B)(6) 2017

Event description:
A health care professional reported the clinician programmer could not connect with the pump. A communication error was consistently being displayed on the screen. The pump communication error was due to the patient's pump had flipped and surgical intervention was required to correct the issue.